Manufacturer narrative:
Information contained in this record was previously submitted thru 410 psr. Reason for reoperation is rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture, pain, and "implant has irregular margins", and "lump at 9 o'clock position under implant". The device remains implanted.